Manufacturer narrative:
(B)(4). Report source: foreign: new zealand. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 00458, 0001825034 - 2023 - 00474, 0001825034 - 2023 - 00475. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that there was a revision for unknown reasons. There is no additional information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.